Event description:
A 13 year old male who has had a vp shunt since infancy, was noted tohave lumps along his subcutaneous tissue surrounding the shunt tubing. A specimen was obtained dwhich indicated this was a foreign body reaction to the barium which was leaching of out the disintegrating shunt tubing. He was also found tohave a large fossa cystdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: material degradation/deterioration. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.